Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2010. The provided information alleges that the patient sustained bladder suture and urethral obstruction injuries. No specific allegation of a malfunction of a da vinci system, instrument or accessory was reported. No other information was provided.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical hysterectomy procedure.

Manufacturer narrative:
On october 4, 2013 intuitive surgical received additional information as part of a legal dispute regarding a patient that underwent a presumed da vinci robotic hysterectomy with bilateral salpingo-opherectomy for menorrhagia, endometriosis on (B)(6) 2010. The equipment used in surgery was not named as davinci. A ligasure device was specifically named. Intuitive surgical was provided with the operative report. Additional information provided includes a cystoscopy report, the anesthesia record, and discharge summary, and operative report of a left ureteral reimplantation. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was a report of an intra-operative complication. Following the hysterectomy, a cystoscopy showed that a left ureteral orifice was blocked and a suture was seen within the bladder. When the suture was removed, the ureter was still not open completely. Stents were placed in the both ureters. On (B)(6) 2011 the patient underwent a laparotomy with re-implantation for a left uretero-vaginal fistula. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.